Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "heater bag supply line was leaking from the solution bag connection point". This occurred during fill two of four of peritoneal dialysis therapy. The home patient (hp) stated that the connection was not tight and secure. Renal therapy service (rts) assisted the hp to disconnect, remove the cassette and end the therapy session. The hp would start with new supplies and would follow up their peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.